Event description:
It was reported that the user who participated in survey for ilet experience study experienced hypoglycemia while walking, noted a downward glucose trend, self-treated twice with approximately 15 g of fast-acting carbohydrates each time, and then became confused and disoriented. Customer care provided support that included attempts to collect additional event details and blood glucose information from the user. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, and no device alert was reported. Symptoms included confusion consistent with hypoglycemia. Outcomes included no reported alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.